Manufacturer narrative:
Model number/catalog number: 72404255 serial number: n/a batch/lot number: 1100673378 model/catalog description: lgx preconnect ms 12cm ip iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, reservoir operating differently than intended, and tubing kink are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate and deflate. The physician suspected it was due to fluid loss at the reservoir and then performed a surgical procedure during which the reservoir was explanted and replaced. Upon explant the physician examined the reservoir, and it appeared normal with no damage or abnormalities found. The physician at this time then suspected the reservoir had folded onto itself or the tubing had gotten kinked. The patient has a history of working out at the gym a significant amount and they did not follow post-operative implant orders to wait on heavy abdominal exercises which the physician suspects attributed to the malfunction. The physician reset the pump and cycled the device numerous times and added fluid to the reservoir to ensure it stayed flat. The physician then shortened tubing and made a new connection. The patient fully recovered, and there were no patient complications reported.